Event description:
A user facility reported that a pt experienced an underdelivery while using an electromechanical ambulatory infusion pump during a chemotherapy treatment. At the end of a 4-day program, only a few ml of drug was delivered. There was no injury associated with the malfunction.